Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the suture broke. A flexima¿ apdl was used for percutaneous transhepatic biliary drainage procedure. As the procedure was almost done, the physician tried to loop the catheter. However, when the physician pulled back the suture, the suture snapped. The catheter was cut to remove the device from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.